Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer also had ketones. Husbond delivered a correction bolus via the pump to address the elevated bg. Reportedly, customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.